Event description:
It was reported that the housing of the power module was damaged and would be returned for evaluation and repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged housing on the power module (serial number: (B)(6) was confirmed. The unit returned to the pleasanton service depot (psd) and upon initial observation, the damaged housing was noted. The unit booted up and functioned as intended. The damaged housing was replaced, and preventative maintenance was performed. The unit was returned to the customer. Attempts were made to obtain additional event information, but no response was received. The root cause for the damaged housing was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 3 "powering the system" explains the various way to the power the heartmate 3 lvas, including how to use the power module. Heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, which includes functional testing, cleaning, and inspection. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.